Event description:
The user facility reported that water was leaking from the reliance 333 washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the door to be leaking. The water was leaking from the door into the washer's drip pan. The drip pan was full allowing water to leak out onto the floor. The technician installed a direct drain line from the drip pan to the drain and confirmed the unit to be operational.